Event description:
I was advised by my medical provider to use a CPAP device as my oxygen count was low during sleep. I contracted with my local pharmacy to purchase and use a philips respironics dream station CPAP. I ended the last payment (B)(6) 2021. During the use of my dream station, I experienced considerable respiratory distress. In the mornings after a night of using the CPAP, my sinus and lungs were coded with white to any mucus. Under great distress, I would clear and spit this mucus for 15-20 minutes. At times I thought I was having a heart attack. When I became aware of the recall, I realized what caused the distress of my respiratory system.